Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e, initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. A crack was reported on the capped secondary port. The packaging was sealed or intact prior to opening. The set was replaced, and therapy resumed for the patient without any problem. There was no patient harm associated with the complaint/event.

Manufacturer narrative:
Received one (1) used list# 142730490 plum burette set. As received, the female luer of the b port was observed to have been broken off to the top of the cassette. The deformation on the area of the break showed beach marks with smooth sections, typical of a bend break. The complaint of "crack on capped secondary port" can be confirmed. The probable cause is due to an unintentional bending force applied during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 2/6/2025.